Event description:
It is reported that the patient was originally implanted in (B)(6) 2013 for an radial ulnar fracture. The patient experienced non-union of both bones. On (B)(6) 2013 surgery was performed for a non-union of the ulna and the hardware was explanted and a 3.5 locking compression plate was implanted. The radius non-union was previously addressed. The procedure was successfully completed. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the device history records was performed showed this device is not a sterile product. The lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.